Manufacturer narrative:
D6a. Implant date: implant estimated as event was reported to have occurred at the 45 day follow up.

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient had their 45-day routine follow up, and transesophageal echocardiography (tee) showed that the 27mm closure device had embolized. The device anchors caught on to the mitral annulus and held the device in place in the left atrium. There was no injury to any valves as a result of the embolization. The implanting physician decided to retrieve the device that day. Using a steerable sheath, the physician went transeptal and brought the sheath to the face of the watchman closure device and attempted to snare without success. The physician then used a non-bsc grasping device (raptor) to grab the face of the device and bring it into the sheath to remove from the patient. The patient was scanned for an effusion, and there were none present. The implanting physician decided that they did not want to re-implant. No further complications were noted.

Manufacturer narrative:
Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 3 tee still images and one photo of retrieved device on prep table. The 3 tee images show embolized device in la. These are still images, and movement cannot be assessed but it seems as if the device is hooked onto tissue on the atrial side of the mitral valve. The device on the table is compressed as expected after percutaneous retrieval. Position, anchor, size and seal (pass) criteria before device release cannot be assessed with the media submitted.

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient had their 45-day routine follow up, and transesophageal echocardiography (tee) showed that the 27mm closure device had embolized. The device anchors caught on to the mitral annulus and held the device in place in the left atrium. There was no injury to any valves as a result of the embolization. The implanting physician decided to retrieve the device that day. Using a steerable sheath, the physician went transeptal and brought the sheath to the face of the watchman closure device and attempted to snare without success. The physician then used a non-bsc grasping device (raptor) to grab the face of the device and bring it into the sheath to remove from the patient. The patient was scanned for an effusion, and there were none present. The implanting physician decided that they did not want to re-implant. No further complications were noted.